Manufacturer narrative:
The patient experienced peritonitis and was hospitalized on an unreported date in (B)(6)2017. The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The event was manifested by cloudy pd effluent. The cause was unknown. The patient was treated with an unspecified antibiotics for the event. The patient was discharged from the hospital in the same month as onset of the event. Pd therapy was ongoing. The patient outcome was not reported. Additional information is not available.